Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer base lost communication with the patient connector and implantable device. Troubleshooting steps taken failed to resolve the issue. Changing out the hosting tablet operating system and patient connector resolved the issue. No patient complications were reported as a result of this event.

Event description:
It was further reported that the patient connector returned as an associated device and subsequently tested out of specification during manufacturers analysis.

Manufacturer narrative:
Product analysis: device was returned for physical analysis. Performance data collected from the mobile programmer was also received and analyzed. Analysis was unable to confirm the customer comment that the mobile programmer base lost communication with the patient connector and implantable device but it was deemed plausible. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.